Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual increase in shock impedance measurements resulting in high out of range shock impedance measurements greater than 125 ohms. The cause was suspected to be related to potential calcification on the shock coil. Technical services (ts) discussed troubleshooting options. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual increase in shock impedance measurements resulting in high out of range shock impedance measurements greater than 125 ohms. The cause was suspected to be related to potential calcification on the shock coil. Technical services (ts) discussed troubleshooting options. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that defibrillation threshold (dft) testing was performed to attempt to break up any potential calcification on the lead. Shock impedance measurements prior to dft testing were 136 ohms. Shock impedance measurements following dft testing were noted to only have decreased to 127 ohms. The physician then opted to replace the lead. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.